Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed an unspecified number of tubes had fibrin in the serum after centrifugation which altered the appearance of the gel. In addition, deformed (collapsed) tubes were observed. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 24-apr-2025 investigation summary bd received six returned samples for lot 4276808 and nine photos for investigation. The evaluation of the photos indicated collapsed samples, but no fibrin was observed; instead, red cell hang up was noted. Out of the 6 samples received for batch number 4276808, collapsed tubes were observed on four tubes. The other two returned samples were reviewed for additive defects, but none were found. Additionally, a total of 300 retained samples, 100 retained samples from each lot, were visually inspected, and no collapsed tubes or additive abnormalities were observed. Complaints for sample quality were not under statistical control for the month of march 2025, additional testing was performed. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use: there were no difficulties encountered during blood collection and as tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode (fibrin) with lot 4276808 because the defect was evident in the testing of the complaint lot samples. Replicates of lot 4276808 retention samples showed a degree of the defect. All other visual observations for this lot demonstrated clinically acceptable performance with both retention and control samples. Bd was unable to duplicate the customer¿s indicated failure mode (fibrin) with respect to lots 4276809 and 4304812 because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The result of the study showed that the device(for lot #'s 4276809 and 4304812) performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for lot 4276808, for collapse, and red cell hang up (based on the photo review and returned samples) and fibrin based on the clinical testing performed. This complaint has been confirmed for lot #'s 4276809 and 4304812, for collapse and red cell hang up based on the photos provided. This complaint in unable to be confirmed for fibrin for lot #'s 4276809 and 4304812. Bd has initiated further root cause investigation relating to the issue of sample quality (red cell hang up and fibrin) through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed an unspecified number of tubes had fibrin in the serum after centrifugation which altered the appearance of the gel. In addition, deformed (collapsed) tubes were observed. No patient impact reported.